Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Externalized conductors were observed on x-ray. No electrical anomalies were noted. The lead was capped.